Event description:
The palmaz stent dislodged. The patient is female, (B)(6). Her right ica was stenosed. The curve of the aortic arch was large. During the procedure, when the physician advanced the stent via the guidewire to cross through the curve, the stent was dislodged from the balloon. The dislodged stent went to the abdominal aorta. The physician used a snare to take out the stent and withdraw the whole sds successfully. The procedure was terminated, no further treatment was given. So far the patient is in stable condition.

Manufacturer narrative:
It was reported that while advancing the stent delivery system (sds) across the aortic arch the stent dislodged from the sds. The dislodged stent went to the abdominal aorta where it was removed with a snare. There was no resistance experienced while passing the stent deployment system through the guiding catheter. There was no reported patient injury. One non sterile catheter aviator plus 6.0mm x 25mm was received coiled inside a plastic bag. There were blood residues observed in the catheter. The balloon was not inflated. The stent was not included in the returned device; however stent marks were observed on the balloon and were noted between the marker bands. No other anomalies were observed in the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged was confirmed. However, the exact cause could not be determined since the balloon showed marks of stent between the 2 marker bands; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.